Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and computer tomography imaging were provided and reviewed by an internal clinical representative with the following impression: there were adequate medical documentation and suboptimal imaging studies available for this review. Product use was incongruent with the IFU and might have contributed to the reported event due to the severely angulated aortic neck and the aortic extension was the same diameter as the bifurcated stent. There were cautionary conditions for product use observed to be present that might have contributed to the reported issues: impending rupture state of the aneurysm (symptomatic) and the patient's medical history that included the use of antiplatelet therapy, which might have contributed to the event due to the increased risk for bleeding complications. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause is most likely related to the patient's anatomy (severely angulated aortic neck) and to patient's existing condition.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
.It was reported that approximately 18 months post implant of a bifurcated device, and a suprarenal aortic extension there was a separation between the main body and cuff. Two infrarenal aortic extensions were implanted to bridge the separation. The separation was from changes in the anatomy. No complications with placing bridge grafts. Additional note: one other note on this secondary repair. There was also a p3110 palmaz placed in the distal main body as it appeared the main body had fallen forward and the distal main body looked a little "kinked" or buckled over. Palmaz was placed to iron this area out and to add distal columnar radial forces. A28-28/c95 x 2 placed. Palmaz placed in distal main body under 28x95 extensions to reinforce the distal main body. Final run looked good. Have follow up with doctor.